Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating, and also remained static for an extended period of time despite being plugged in and displaying the charging icon. The customer's blood glucose (bg) was 160 mg/dl. Reportedly, the customer contacted the healthcare provider for backup insulin therapy.